Manufacturer narrative:
The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
During use, it was reported that the 740 ventilator was"vent inop". The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.